Manufacturer narrative:
Catheter model # 8709, lot # n085026026, implanted on: (B)(6) 2006, explanted on: (B)(6) 2012; (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter revealed a hole in the catheter body caused by deep abrasion.

Event description:
It was reported that a routine dye study revealed a leak in the catheter. A catheter revision done on (B)(6) 2012, revealed a fractured catheter. Rotor study was performed and results were normal. The catheter was replaced and the pump proactively replaced; elective replacement indicator (eri) 16 months. No injury was reported and the patient recovered without sequela. The pump delivered morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).